Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited a high threshold. X-ray confirmed lead dislodgement. The lead was repositioned successfully on (B)(6) 2013. The patient was in good condition after the event.